Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected from a stopcock when the patient turned in bed, ten days after it had begun use. It was also reported that the patient has since been discharged to home.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).